Manufacturer narrative:
(B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge service territory manager (stm) was dispatched to investigate and replaced the contaminated pneumatic module assembly (p/n 0997-00-1178). The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
A patient with hypertension and peripheral vascular disease (pvd) experienced shortness of breath (sob) and left arm pain for twenty-four hours presented to the ed with inferior st elevations. Percutaneous intervention attempted but aborted due to level of severe calcific multi-vessel coronary disease. Iabp placed with plan to transfer patient to a tertiary center. While in ICU, the iabp ruptured; balloon successfully removed. Due to patient's progressive disease further interventions not advised. Patient discharged to home with hospice. Per hospital, manufacturer made aware and provided a return mailing container with a complaint number provider by the manufacturer.